Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm during a basal delivery. Customer stated they did not drop or bump the insulin pump. Customer's blood glucose was 145 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.